Event description:
Customer reported that alarms were not as loud as when they were new, which resulted in a concern about not being alerted. No adverse impact to the customer¿s blood glucose level was mentioned. Customer declined a callback, and no further action was required.